Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 452 mg/dl. Reportedly, customer changed the pump supplies to address the issue and ultimately reverted to manual injections for alternate insulin therapy. Customer was using fiasp insulin. Tandem technical support educated customer regarding cartridge/insulin labeling.